Manufacturer narrative:
Common device name/PMA: dystonia is not an approved indication for the activa rc (model 37612); therefore, this is an off-label use of this device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for dystonia. It was reported that the patient experienced pain and cramping while charging. The issue started after extending the ins life last year. The sensations were present while not charging, but the cramping and pain increased in the neck/upper arms and lower back while recharging. It was unknown if there were any external factors that led to the event. The patient was hospitalized to determine if the cramping was associated with dbs, to optimize stimulation patterns, and to check the ins. The plan was to change the recharging device, but the issue was not resolved at the time of the report. Impedances were in normal range. No further complications were reported or anticipated. Additional information was received from a manufacturing representative. It was clarified that they were planning on replacing the patient's recharger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was hospitalized due to pain in the right arm, which is aggravated during recharging. The patient has been experiencing pain for the past 6-9 months. Several trips have been made to the outpatient clinic and the device was reprogrammed several times without an improvement of pain. Impedances were checked several times under and after manipulating the ins manually, but impedances were always normal. The physician was not sure if the symptoms were related to the device, but considered the aggravation of pain during recharge related to the device.